Event description:
Philips received nmpa (B)(4) indicating a v60 was automatically restarting. It is unknown if unit was in clinical use at the time of event. Part and serial numbers not provided. No reports of harm or injury to patient or user, investigation is ongoing.

Manufacturer narrative:
Initial reporter name and address: (B)(6).

Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device and could not confirm the reported problem. There is no fault with the machine, it is in normal use. Further investigation was performed, per a good faith effort response from the pse, it was confirmed that after the incident, they contacted the hospital and learned that the hospital needed a failure reporting rate, so the pse reported the time. There was no dissatisfaction noted, no further issues with the device. The investigation concludes that no further action is required at this time